Event description:
A caller reported a malfunction with their insulin pump, which had occurred at least three times but did not cause any adverse impact on their blood glucose level. Technical support decided to replace the pump and provided the customer with instructions on how to store the old pump, return it to tandem, and avoid additional charges. The customer was informed about programming their settings and connecting their continuous glucose monitor to the replacement pump, and they acknowledged these instructions.